Event description:
A review of service data has detected a reportable event. Upon servicing of charger/modem sn (B)(4), which was returned for normal maintenance, the charger was unable to charge a battery pack. The last pt to use this charger did not report any problems

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon receipt the charger was unable to charge a battery pack. Upon investigation, extension corrosion was found on the battery board and the bedside board. The root cause of the corrosion could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/ modem. The last pt to use this charger/modem did not report any deficiencies.